Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field of 12/28/2015. (B)(6). Results: bd received actual sample for evaluation. Visual inspection of sample did not confirm customers' indicated failure mode. A review of the device history record for lot# 4286503 was completed and all inspections were in compliance with requirements. Conclusion: unconfirmed complaint. An absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that a 23 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and luer had blood leakage. This pr is linked to (B)(4) for the bd saf-t-intima. A MDR was only created when sample was received with saf-t-intima samples with linked pir. No serious injury, blood to mucous membrane exposure or medical intervention was reported.